Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock in the primary sensing vector while at rest on her couch. An in-clinic follow-up appointment was scheduled, where the physician elected to program the device to the secondary sensing vector, as the detection appeared suitable. The event data was also forwarded to boston scientific technical services (ts) for review. It was discussed that there were two untreated episodes and one treated episode that showed non-physiological artifact over-sensing the primary sensing vector, in addition to a wandering baseline. These artifacts were non-physiological and suspected to be sense node b in origin. Following the inappropriate shock, ts noted that there was some minor myopotential noise with a changing baseline, which is consistent with an abrupt postural change. The field confirmed that these artifacts were non-reproducible at follow-up in all three sensing vectors. Ts was unable to comment on the current sensing in the secondary vector, as recent remote data has not been transmitted. X-ray images were also provided, which confirmed appropriate placement and connection, with no obvious bending or kinking in the electrode. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.